Manufacturer narrative:
The act button on the insulin pump had intermittent response due to moisture damage on the keypad traces noted. No button error alarms noted during testing. The device had cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and broken belt clip slot. Moisture damage was noted on the lcd board.

Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 122 mg/dl. Customer reported he was at an amusement part and went on a water ride, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.